Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that patient went to CT scan with IV ns on a pump. The IV was put to gravity for scanning but failed to drip. The set was flushed and the IV started to drip although stopped soon thereafter. A bulge was found in the pumping segment after the tubing was flushed. There was no patient harm.